Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, three prostyle devices had a cuff miss [suture retrieval issue]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Post procedure, there was no distal pulse in the leg. An angiogram was taken via contralateral access. An occlusion was noted due to a backwall stitch with a prostyle suture. A cut down was performed to open the vessel with surgical suturing achieving hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.